Event description:
It was reported that the patient developed a seroma. The pump pocket was in revision due to a lot of fluid in the pump pocket. The health care provider (hcp) was having trouble refilling the pump as the pump was "floating all over in the pocket as was flipping as well". When the pump pocket was opened a lot of fluid was found and it was observed that the catheter was disconnected. The fluid was sent off for testing. The hcp changed the patient's medication from 35mg/ml to morphine/bupivacaine 10mg/ml so that they could start him on a lower dose of 1mg/day. The pump was filled with saline after rinsing twice and was then primed 0.3ml. The pump was then to be filled with drug and the complete system was to be primed once everything was implanted. The patient stated that he did not think there were any issues with the therapy. It was reported a day later that the patient experienced an overdose following the pump and catheter revision the previous day. It was reported that the revision was completed at approximately 1700 which included a prime of the entire pump system with the new drug concentration. The pump was programmed to morphine/bupivacaine 10mg/ml at 1mg/day. At approximately 2100 the patient had overdose symptoms (patient's eyes rolled back) and a narcan drip was administered. At 0000 the pump was stopped and then re-started on the day of the report but the patient became apneic and hypotensive so the pump was programmed to simple continuous at 0.48mg/day. The reporter noted she thought the gram stain was negative from the fluid that came from the pump pocket. It was reported six days later that the test results for the fluid found in the pump pocket were not received. The reported stated that the patient was stable and was discharged home with the pump programmed at minimum rate mode as he was unable to tolerate the lowest rate in simple continuous mode which equated to 0.48mg/day. The reporter noted that the plan was to ultimately purge the system of the 10mg/ml concentration, replace it with a 1mg/ml concentration and re-start the therapy at a much lower dose. About a week and a half later it was reported that the patient had a return of pain symptoms which had started in (B)(6) 2012 and despite dose increase began to get worse and worse. The symptoms included drowsiness, sleeping a lot and disorientation. It was unclear if the return of pain symptoms were related to the revision of the pump site and catheter. It was reported that it appeared the catheter may have been the original catheter from 1995; however, the patient had undergone 3 surgical revisions (pump replacements). The patient noted that the pump was currently on the side of his body "right at the belt line". The patient was to see his surgeon on (B)(6). The patient noted that he was in the intensive care unit (ICU) for 5 days. The patient stated that he had recovered from the event. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient's pump was flipped. The hcp attempted to access the pump reservoir but was unsuccessful under fluoroscopy due to the pump orientation being flipped. At the time the patient did not want to undergo a surgical revision. It was decided to keep the pump at minimum rate and decide if they want to program the pump off or revise it at the patient's next follow up appointment. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_pump, lot#, serial# (B)(4), implanted: 1995 (B)(6), explanted: product type pump, product ID 8731sc, lot#, serial# (B)(4), implanted: explanted: product type catheter, product ID 8703w, lot# l37095, serial#, implanted: 1995 (B)(6), explanted: product type catheter, product ID 8627l18, lot#, serial# (B)(4), implanted: 2001 (B)(6), explanted: 2011 (B)(6), product type pump, product ID 8627l18, lot#, serial# (B)(4), implanted: 2001 (B)(6), explanted: product type pump. (B)(4).